Manufacturer narrative:
The estradiol reagent lot number was 71340001, with an expiration date of 31-apr-2024. The last calibration performed on 19-oct-2023 was ok and there were no alarms. The first control level was outside of range initially but recovered within range after repeating. A third level of control was outside of range, even after repeating. Upon review of the alarm trace, there were alarms indicating test count excess, short incubation water volume, short sample volume, short system reagent volume, abnormal aspiration, and sample foam detection. The field service engineer determined that a probe was dripping. The probe/tubing junction was tightened. Mechanical checks were performed and no dripping was observed. The customer ran calibration and controls. Controls recovered within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys estradiol iii on a cobas e 801 analytical unit. After the patient samples were initially tested, the customer found that controls were outside of range. Samples were repeated on a second analyzer and the repeat values were deemed correct. Corrected reports were issued. The first sample initially resulted in an estradiol value of 119 pg/ml and it repeated as 30 pg/ml. The second sample initially resulted in an estradiol value of 74 pg/ml and it repeated as less than 25 pg/ml. The third sample initially resulted in an estradiol value of 100 pg/ml and it repeated as 36 pg/ml. The fourth sample initially resulted in an estradiol value of 44 pg/ml and it repeated as less than 25 pg/ml. The fifth sample initially resulted in an estradiol value of 90 pg/ml and it repeated as 54.4 pg/ml. The sixth sample initially resulted in an estradiol value of 51 pg/ml and it repeated as less than 25 pg/ml.